Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported a consumer had an unknown model spinal cord stimulation (scs) system that was explanted. The scs helped the consumer initially after implant, which was for leg pain due to a tractor accident, but then the scs no longer helped her and she did not maintain charging of the implantable neurostimulator (ins). Further information received from the hcp noted he did not have additional information, but would be seeing the consumer again. Follow-up was conducted to determine identifying and device information. If received, this event will be updated.